Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during bolus deliveries. A supply change was performed and an additional occlusion alarm occurred. The customer's blood glucose (bg) level was 240mg/dl. A system check was performed and the pump performed as intended. No damage to the cannula was observed. Reportedly, there was an abrupt temperature change to the pump prior to the occlusion alarms being received. The customer stated an infusion set change would be performed to address the issue.